Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A worldwide product / lot specific complaint database search, or device history record (DHR) review, was not possible because the required product code/lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Complaint description: patient was revised to address metal sensitivity. Update rec'd 6/5/2014: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal debris released into tissue surrounding the implant. Update rec'd 9/17/2014: pfs and medical records received. After review of the medical records it was discovered the doi of (B)(6) 2012 was a revision from a previous primary surgery. The date and manufacturer is unknown at this time. The revision operation of (B)(6) 2014 indicated corrosion on the taper. The manufacturer of the stem is unknown at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/13/2014. Update ad 16 may 2018: receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges elevated metal ions. Added unknown stem due to allegation.